Event description:
Boston scientific received information that shortly after implant this right atrial lead displayed high pacing thresholds along with undersensing due to a suspected dislodgement. The lead was reprogrammed to higher outputs and chest x-ray was scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.